Event description:
Ref medwatch 1219856-2008-00029 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was prepped and handed to the md. As the md was inserting the iab, the membrane unwrapped. As a result, the iab was removed and a third iab was requested. The third iab was inserted without difficulties. There were no reported pt complications.

Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.